Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogatoin, the pulse gerenator exhibited premature elective replacement indicator. The device message was cleared. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.